Event description:
This is filed to report tissue damage from a loss of leaflet capture. It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) thickened mitral leaflets, and a prolapsed posterior mitral leaflet (pml). It was noted that during a mitraclip procedure, imaging was challenging and multiple grasping attempts were required to adequately grasp both leaflets with an ntw clip. Eventually this was achieved and it was confirmed that both the anterior mitral leaflet (aml) and pml were adequately inserted in the clip. Before releasing the clip transoesophageal echocardiography (toe) final assessment was performed as per instructions for use (IFU), and it was noted that a loss of capture of the aml had occurred. The aml appeared damaged from 'pulling out' from the clip. In the physician's opinion, the loss of leaflet capture was due to the thickened leaflets. It was decided to swap the ntw clip out for an xtw and this was done without any further issues. The xtw clip was deployed and the mr was reduced from grade 4 down to 1-2 mr. Procedural success was achieved. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (no treatment) associated with the anterior leaflet damage was due to procedural circumstances (leaflet comes out from clip¿s grasp post-capture). The reported positioning failure (leaflet capture - clip not implanted) associated with the loss of anterior leaflet capture appears to be due to challenging patient anatomy (thickened leaflets). The cause of the reported positioning failure (leaflet grasping - clip not implanted) associated with the difficult grasping could not be determined. The reported image resolution poor was associated with difficult visualization. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.